Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a cassette alarm. The product fault occurred during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked battery door, scratched lcd lens, worn dso seal, and a worn uso seal. A ¿high alarm displayed: cassette not attached properly¿ alarm was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the inoperable dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.